Manufacturer narrative:
The previously reported revascularization of the left sfa was treated with 4 standard pacific balloons, 3 in.pact pacific balloons and non medtronic stents not 3 standard pacific balloons, 3 in.pact pacific balloons and non medtronic stents as previously reported. The investigator has assessed the event was not related to the target lesion.

Manufacturer narrative:
(B)(4).

Event description:
During the index procedure the physician used 3 in.pact admiral paclitaxel-eluting pta balloon catheters to treat a lesion located in the sfa to popliteal of the left leg. Approximately 24 months post index procedure, the patient suffered from worsening of pad - high grade stenosis/occlusion of the left sfa. Approximately 7 months later the left sfa was treated with 3 standard pacific balloons, 3 in.pact pacific balloons and non medtronic stents. The investigator has assessed the event was related to the target lesion, but not related to the study device, procedure or drug. The outcome is reported as resolved.

Manufacturer narrative:
Event date updated. The previously reported worsening of pad - high grade stenosis/occlusion of the left sfa occurred approximately 29 months post index procedure.

Manufacturer narrative:
Cec have adjudicated that the previously reported worsening of pad - high grade stenosis/occlusion of the left sfa was related to the study device , not related to the procedure or paclitaxel.